Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015 at 3:00am, a driveline fault alarm. Sounded the patient presented to the hospital where the system controller was exchanged; however, 5 minutes later the driveline fault alarm reoccurred. The patient was sent to the clinic where the system controller was exchanged again. Within 2 minutes after the exchange the driveline fault alarm reoccurred. The log files of the three system controllers were reviewed and it appeared that the orange wire was most likely fatigued causing the constant driveline fault alarms. X-ray images were taken that showed an area of concern internal to the patient, just proximal to the driveline exit site where it appeared that the shielding was disrupted. The external portion of the driveline did not show any areas of damage. The physician and patient decided that the driveline fault alarm would be permanently silenced and the patient was discharged and scheduled to return for further assessment and possible pump exchange. On (B)(6) 2015, the patient was admitted to the hospital for further workup and troubleshooting. On (B)(6) 2015, the manufacturer's technical services representative evaluated the driveline. An electrical continuity test was performed that did not reveal any broken wires; however review of the log file was suspect for possible fatigue of the orange wire. A pump exchange was performed on (B)(6) 2015.

Manufacturer narrative:
The pump was returned on 10/04/2016 with the percutaneous lead cut approximately 1 inch from the pump housing. Continuity and high potential testing was performed on the pump end portion of the lead and revealed no breaches to any of the wire insulation which would have resulted in the reported event.

Manufacturer narrative:
The report of driveline fault alarms was confirmed based on the information contained in the submitted system controller log files and the log file retrieved from the returned system controller. X-ray images of the internal and external portions of the patient¿s driveline were submitted for evaluation and showed areas of shield breakdown on the internal portion of the driveline, near the driveline exit site. Approximately 35 inches of the distal end portion of the driveline was returned for evaluation following the patient¿s pump exchange. The pump end portion of the driveline was not returned. Examination of the shielding and bionate layers of the returned portion of the driveline revealed areas of shield breakdown. Continuity testing was performed on the returned portion of the driveline and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. Upon removal of the shielding and bionate layers of the driveline, examination of the underlying wires revealed a disruption in the insulation of the orange wire, approximately 31 inches from the metal/system controller connector, which would have been on the internal portion of the driveline. Further examination of orange wire revealed that some of the underlying inner conductors were fractured. These fractures appeared to be the result of repetitive movement of the driveline in this location. There was no evidence of mechanical damage such as crushing or pinching. The system operates on a three phase motor and each phase of the motor is powered by two redundant wires. The system controller monitors the current in each wire to detect open circuit conditions. The fractures in the conductors of the orange wire would have resulted in the reported driveline fault alarms that were captured in the system controller log files.